Manufacturer narrative:
Complaint no: (B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set leaked. The reporter stated that during priming of venofer, a slit in the tubing was noticed. There was no patient involvement. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed by spiking the set into a solution bag and repriming the set. The functional testing revealed a leak from the tubing approximately 15 inches above the y site. Microscopic inspection of the area revealed a cut in the tubing. The cause of the condition was determined to be a manufacturing issue. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.